Event description:
According to the information received, after both an 8mm and 12mm amplatzer septal occluders (aso) were deployed in succession, it was decided in both instances that the devices were not stable due to undersizing. When the 12mm aso (9-asd-012, lot no: m08k02-03, serial no: (B)(4)) was attempted to be retracted back into the 8f amplatzer torqvue delivery system (dtv45), the waist and left atrial disc would not prolapse so the 8f dtv was removed and an amplatzer exchange system was used to remove the aso. After the 12mm aso was removed a 20mm aso was implanted with no complications. Visual inspection of the distal tip of the itv revealed a collapse of the lumen.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer torqvue delivery system involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Should the delivery system be returned for analysis. Aga medical will file a supplement report.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chair on (B)(4) 2011 and definite erosion was confirmed.